Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Gonarthritis worsening [arthritis], granulomatous synovitis [synovitis], major effusion on 1 knee [joint effusion]. Case description: spontaneous report rec'd on (B)(6) 2010 from a rheumatologist regarding a female pt over the age of 80, initials unk, with a medical history of bilateral grade iii-IV gonarthritis, bilateral genua vara, chondrocalcinosis, and several previous injections with synvisc without incident. The pt was administered synvisc-one on an unk date in (B)(6) 2010 into both knee joints. Approx three days following the synvisc-one injection, the pt experienced major effusion in one knee. The pt was hospitalized, knee joint puncture was performed, and prophylactic therapy with antibiotics was started. The synovial fluid analysis was sterile and contained several crystals. There was no fever and blood work was normal. While in the hospital, an arthroscopy with lavage and joint debridement was performed. The final diagnosis was granulomatous synovitis. In addition, the pt's gonarthritis worsened quickly on the previously concerned knee. A unilateral knee prosthesis placement was scheduled for (B)(6) 2010. The reporting rheumatologist felt that granulomatous synovitis accelerated gonarthritis worsening and that events were consequently related to therapy with synvisc-one. The pt recovered from granulomatous synovitis. It was unk at the time of this report if the events of worsening gonarthritis and major knee effusion were resolved. The lot number of synvisc-one was not provided. No further info was provided. The qa (quality assurance) investigation results were rec'd on (B)(4) 2010. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.